Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) lvp pressure sensor. CAPA# (B)(4) lvp bezel lower hinge shroud. CAPA# (B)(4) lvp 3rd party latch/ sear. A review of the device history record for (B)(4) was performed from date of manufacture 02/27/2007 to present date 11/24/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported broken/damaged. There was no patient involvement reported.

Event description:
The customer reported broken/damaged. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# pa-2014-0026 lvp pressure sensor CAPA# ca-2015-0195 lvp bezel lower hinge shroud. CAPA# ca-2017-0187 lvp 3rd party latch/ sear. A review of the device history record for sn12493935 was performed from date of manufacture 02/27/2007 to present date 11/24/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.